Manufacturer narrative:
The patient underwent mesh implantation due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary problems, fistulae and recurrence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and dysfunctional uterine bleeding. The patient underwent the concurrent procedures of hysteroscopy, dilation and curettage, endometrial ablation with novasure, and diagnostic cystoscopy during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent lavh, bso, cystoscopy and insertion of on-q pain pump on (B)(6) 2010 due to bilateral pelvic pain, dyspareunia, sui, oab, and menopausal syndrome. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder infections and adhesions.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, nocturia, and incomplete bladder emptying.